Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg became inoperable; additionally, it was reported that the ipg had flipped horizontally in the pocket, causing pain at the implant site. As a result, the entire system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.